Event description:
It was reported that during a lap chole procedure, part of the device broke off in the pt. They did get the clip out and it appears they got all of it. Unknown which firing cycle this occurred. Was fired under normal application. Unknown if cholangiogram was performed. Another device was used to complete the case.